Event description:
It was reported that the ilet displayed alert 67, indicating a vbuck boost over/under voltage condition, which persisted after a device restart and prompted replacement of the pump. Symptoms included no reported changes in blood glucose and no injury. Outcomes included continued use of cgm via the dexcom app or receiver and instructions on device shutdown and data handling for the replacement process. Investigation included verification of the alert on the device and basic troubleshooting with a restart. Investigation of this case revealed a persistent power regulation fault consistent with a vbuck boost over/under voltage malfunction within the pump¿s electronic power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to internal power regulation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.